Event description:
It was reported that when patient presented in clinic for a normal device check, inappropriate auto mode switch due to myopotential oversensing issue was observed on the device. Upon review of session records low levels of lead noise was observed. Since there was only one episode of oversensing issue, physician elected to not make any programming changes until after the issue was observed again. Patient was stable and will continue to be monitored.